Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As returned, terminal end electrode is missing from lead. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer's report: 1627487-2010-02323. The patient received her scs system, which included two percutaneous leads, on (B)(6) 2009. It was reported that the patient underwent a scheduled lead repositioning procedure in order to improve stimulation coverage of her pain. During the procedure, the physician was unable to insert a stylet through either of the implanted leads, thus the leads could not be repositioned. The leads were explanted and replaced on (B)(6) 2010. Follow up on the patient found no further issues reported. The leads were returned to the manufacturer for analysis. No further information is available.